Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion sets adhesive issue on (B)(6) 2026: the infusion set patch did not stick to the skin upon insertion.the patient replaced the infusion set and successfully resumed insulin delivery. No further information available.